Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the subject device had no image. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device was incorrectly selected as a reportable malfunction with no image when it was a problem searching for images in the subject device related to memory and recording, a non-reportable malfunction.